Event description:
The customer reported that the image on the monitor appeared very dim. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep inspected the cables and verified, there were not shorted. He determined the video cards in the ipc were ok. The issue was with the cable and monitor itself. The rep installed the monitor and attached the cable end. The system is operating properly at this time.